Manufacturer narrative:
(B)(4).

Event description:
Received info the pt fell on (B)(6) 2010 and landed on her back. Since the fall she has been complaining of shocking/jolting sensation with stimulation turned on. Current impedance measurements are normal. Electrodes range from 541-818 ohms. Group a1: 493 ohms and a2: 628 ohms. With stimulation turned on, pt feels stimulation up to her arm and shoulder area. It should be in her lower back and leg area. X-rays and reprogramming were suggested by medtronic pt services. Additional info has been requested and if received a follow up report will be sent.